Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the manufacturing representative (rep) indicated that the cause of the issue was unknown. They stated the patient was seen in office on 2024-02-19, and was prescribed steroids per physician <(>&<)> patient reported significant decrease in the acute pain. The recharging diary reviewed and remains consistent with the average provided with check energy. Weight is unknown. Issue is resolved. Physician is aware and confirms.

Manufacturer narrative:
Product analysis: pli# 10 product ID# 97715 the implantable neurostimulator (ins) passed functional testing. No significant anomalie s found. Pli # 20 product ID 977a275 lot#/serial# (B)(6) no significant anomalies found. Pli # 30 product ID 977a275 lot#/serial# (B)(6) no significant anomalies found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (B)(6); product type: 0200-lead; implant date (B)(6) 2023, brand name vectris surescan; product ID 977a275 (B)(6); product type: 0200-lead; implant date (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that pt had an MRI about 3 weeks ago and ever since has been experiencing pain at the implant pocket site and said it is swollen in that area. Caller stated that pt said the ins is hot to the touch and they can feel the leads running up their back. Caller confirmed that pt is experiencing this pain with stimulation on or off. Caller also stated that the ins is not depleting at the same rate of which it was prior to the MRI. Caller stated that prior to the MRI, pt was having to charge about every 4 days and since the MRI, pt has not charged in 2 weeks. Caller stated that pt confirmed that the MRI scan was 30 minutes. Caller was uncertain of the manufacturer of the MRI machine. Caller also confirmed that pt enabled MRI mode. Technical services (tss) reviewed information. Caller also mentioned that pt confirmed that they are still getting good coverage and therapeutic benefit from the device since the MRI. Caller stated that they will be meeting with pt for further troubleshooting. Tss reviewed information.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep repeated previously reported information; pain at ins site. Patient had MRI on (B)(6) 2024 and then began having pain/swelling at the ins site. Swelling resolved but pain continued. Patient had ins and 2 leads explanted on (B)(6) 2024. To be determined if patient¿s pain at the ins site resolves after explant.